Event description:
The company was informed that the pt experienced swelling and a lump cut his implant site in (B)(6) 2013. The pt was prescribed with cefcil, loritab and prednisone. The swelling resolved, however, the swelling returned when the pt finished medication. In (B)(6) 2013, the pt was prescribed with a medrol pak and levaquin. A surgery to remove infection around the implant and nylon suture was performed. The pt was prescribed with cortisporin following the surgery. The pt was prescribed levaquin on (B)(6) 2013 when the swelling and pain returned. The pt also drainage and the device extrusion. The pt's device was explanted.